Manufacturer narrative:
In regard to this complaint, a cannula in a cup and one 25 gauge shielded totalview endo-illumination probe were received for investigation. Upon examination, no visible anomalies were found on the cannula. During inspection on the tip of the light fiber that appears to have foreign material / surgical residue on it, we see that the light fiber itself is burned/melted. Inside the shaft is a red/brown colored substance and the tip of the fiber is not present anymore. The burned/melted fiber was most likely caused by an undue build-up of heat as a result of the presence of tissue or blood residue during use. Based on this information it is highly unlikely that the event would lead to a death or serious injury (i.e. Foreign body reaction) if the malfunction were to recur. This makes the event non-reportable.

Event description:
We have been informed that during the case there was something on the tip of the light pipe that the surgeon was questioning. They thought it may have been something from the light pipe itself. The light then went dim after this. Another probe was used to complete the procedure. No report that patient harm occurred or surgery was prolonged/ delayed.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during the case there was something on the tip of the light pipe that the surgeon was questioning. They thought it may have been something from the light pipe itself. The light then went dim after this. Another probe was used to complete the procedure. No report that patient harm occurred or surgery was prolonged/delayed.